Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the surgeon believed the spin was off. When he touched midline, it showed accurate however being a percutaneous case, it was hard to accurately verify. The surgeon used awl, globus taps and driver inside a navlock. The l5 screws were lateral and a flouro was used to replace it. When the screw was placed and respun and the s1 screw was showing 2 centimeters inferior and laterally angulated from what was displayed on the navigation device. Surgeon removed screw and replaced it. System displayed where the surgeon wanted to but when a respin was performed it was 2 centimeters inferior. Representative does not suspect frame movement. The surgery was completed with navigation and imaging. There was an inaccuracy of about 20mm. Screws were misplaced, but due to the location in the sacrum, the placement was fine and will require no additional surgery. It was reported that all the instruments were verified.